Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d assay results for 2 patient heparin samples from 1 patient on a cobas e 801 analytical unit. The initial vitamin d result was >120 ng/dl with flag. A 1:2 dilution was performed on the sample and result was 11 ng/ml. The customer performed a 5 repetition precision test on the sample and the results were 108 ng/ml, >120 ng/ml with flag, 115 ng/ml, 53.1 ng/ml, and 97.5 ng/ml. A 1:2 dilution was performed on the sample and another 5 repetition precision test was performed. The results were 9.04 ng/ml, 8.7 ng/ml, 10.8 ng/ml, 8.72 ng/ml, and 7.36 ng/ml. A second tube collected from the same patient at the same time was sent to another laboratory and tested on another analyzer. The result was 11 ng/ml. The other lab's reference range is 30-40 ng/ml. The second sample was also tested four times at the customer site and the results were 46.0 ng/ml, 29.8 ng/ml, 40.8 ng/ml, and 33.1 ng/ml. No questionable results were reported outside of the laboratory. The result from the other laboratory was deemed correct.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The issue was resolved by the customer changing their test specimen type from lithium heparin tubes to edta tubes. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.